Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) alarm led was continuously on, even though it continued to function normally. As a precaution, the patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software, and performed a device evaluation. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).